Event description:
Report received from the USA stating that during a maintenance check, the device was "running hot". The device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. A supplemental report will be sent upon completion of the evaluation.